Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the air/water valve function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing of the returned device, it was confirmed that the amount of air supplied was insufficient due to clogging of the air/water nozzle with a foreign object that was attributed to insufficient cleaning. In addition, the water supply volume and water removal ability were out of specification due to the clogged nozzle. Service also found that due to wear of the angle wire, the bending angle in the up direction was out of specification, and the play of the up/down knob was out of specification. The adhesive on the bending section cover (a-rubber) was chipped. Due to damage on the flexibility adjustment ring, the flexibility adjustment function did not work. The image guide protector was chipped. The flexibility adjustment ring, scope cover, switch box, lock engagement lever, lock engagement knob, right/left knob, up/down knob, distal end cover, scope connector, grip, control unit and universal cord were scratched. The light guide lens and control unit were discolored. The suction cylinder was shaved. The electrical connector was corroded due to water leakage. Due to a scratch on the light guide lens, flare occurred. The investigation is still in-progress. Once the investigation is complete, or if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the evis lucera colonovideoscope (subject device) exhibited poor air supply. There was no patient or user harm reported due to the issue. The device was returned to an olympus service center for evaluation. During inspection and testing, a foreign object was observed in the nozzle. This report is being submitted for the foreign object in the nozzle. Additional details were requested regarding the reported event, but no additional information was provided.